Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as alert was triggered for the right ventricular (rv) lead due to low pacing impedance. It was noted that a polarity switch to unipolar occurred that was possibly due to electrocautery during the procedure. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.